Manufacturer narrative:
The pt had been on chronic dialysis since 2005. The pt had a medical history of hypertension, diabetes, left venticular hypertrophy. His esrd was of unk etiology. Prior to treatment, the pt was ambulatory and without complaints. The pt had a right forearm arteriovenous fistula. The pt was the 4th pt on this machine on that date. The machine was inspected by a gambro technical services (gts) field rep the next day. It passed the following tests and was found to be within the MFR's specifications: blood pump rotor occlusion, acid and bicarbonate conductivity, temperature, diascan, arterial and venous pressures, t1 test, and adequate rinse following a bleach disinfect. The pt dialyzed on an asahi rexeed 18r dialyzer that was on its 3rd use. The dialyzer was reprocessed using diacide dialyzer disinfecting solution (0.8% glutaraldehyde when diluted, gulfstream medical). The dialyzer was tested for the absence of chemical prior to initiation of treatment by two staff. The dialyzer was retained by the customer, however, it is unk if the customer returned that dialyzer to asahi for inspection. The pt had used a fresenius f80 dialyzer prior to starting the asahi dialyzer the previous week. The technical bulletin and materials safety data sheet (msds) for diacide was obtained via the internet and furnished to this customer to inform them that diacide is not approved for use on membranes other than cuprophane, cellulose acetate and regenerated cellulose acetate. A gambro clinical specialist observed the facility's priming practice, for reused dialyzers, during a site visit the week of two weeks later and did recommend that the clinical staff flush the extracorporeal circuit with fresh saline prior to initiation of dialysis to prevent any chemical exposure from the saline bag, saline administration line/or the venous pt line. The facility adopted this recommendation and will be changing their procedures to relfect this step as of 4 days after site visit. It was also brought to the facility's attention, that according to the diacide MFR's technical bulletin, diacide dialyzer disinfecting solution is only indicated for use in reprocessing of cellulose acetate, regenerated cellulose acetate and cuprophane membrane dialyzers. In conclusion, without lab data demonstrating an elevated ldh or a decreased haptoglobin level, it is not possible to conclude that this was a hemolytic event. However, the postivie methemoglobin is suggestive of chemical hemolysis as opposed to acute mechanical hemolysis. The pt's demise was determined to be a cerebrovascular accident and hemolysis of unk etiology. However, the pt's hematocrit and hemoglobin appeared to be stable prior to his death. Blood tubing set MFR also submitted report 8030638-2006-00012.